Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed the product to be wet from the priming process, however did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing on both the blood and dialysate sides was performed, and no leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from one end of a revaclear 400 during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone numbers: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.